Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with under-delivering. Blood glucose value was 409 mg/dl at the time of the incident and the customer was hospitalized. The customer was hospitalized on (B)(6) 2018 and treated with a IV insulin and fluids. Troubleshooting was performed but not completed because the customer said the bent cannula discovered was the reason for the high blood glucose value. Nothing will be replaced or returned.